Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer indicated that the pump sounded an alarm even though it was set to vibrate. There was no impact to the customer's blood glucose level. After the alarm, the customer would resume insulin delivery without changing the supplies on the pump. The customer was not currently receiving an occlusion alarm. Tandem technical support reviewed the pump history and found that the customer had not acknowledged the occlusion alarm for 3 minutes and therefore, the pump escalates the alarm by increasing the volume.